Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine check. Interrogation of the insertable cardiac monitor (icm) was attempted, but halfway through the interrogation the programmer froze and displayed an error message. The bluetooth dongle and programmer were exchanged, and programmer was repositioned, however the interrogation of the icm was still unsuccessful. It is possible that the failure to interrogate was due to normal device battery depletion. The patient was in stable condition and would continue to be monitored.